Event description:
In 2008, after evaluation of the returned complaint product found during a recent agency audit, it was determined the tip of the drill guide was broken off. The malfunction has resulted in an adverse event in the past. The event was originally reported in 2006. The sales representative reported that the instrument was found to be broken after the sterilization process. There was no report of patient contact.

Manufacturer narrative:
Event did not occur during surgery. The results of the device history record review indicates the part met specification. Visual examination indicates the mating tip is broken with a piece missing. The report indicates the instrument was found broken after it was sterile processed. There is no evidence to suggest the device malfunction was related to a product deficiency.